Event description:
In 2008, it was reported to boston scientific corporation that a male pt underwent treatment with a prolieve thermodilatation kit on the month before, as part of a post-market study using prolieve for the treatment of benign prostatic hyperplasia (bph). According to the complainant, the pt experienced anemia. The anemia required inpatient hospitalization for four days. The causality of the anemia was upgraded from unrelated to possible on original date. A concise resolution date and related treatments for the condition (anemia) remains outstanding. Note: the procedure was aborted prior to microwave therapy due to a urethral tear which was previously-reported within MFR report # 3005099803-2008-00371.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was disposed of by the user facility; therefore a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.